Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the concern and one photo indicating where the issue occurred were provided for investigation. Upon evaluation of the photographs, two of the pictures revealed a detachment at the bonded joint of the tubing and the spin lock connector. The reported concern was confirmed. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. The operator applied insufficient solvent on the tubing during the bonding process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: "today in our cancer center in antioch, kaiser, b-braun tubing broke, chemotherapy (doxorubicin, vesicant) spilled on the floor, and a nurse's chemotherapy gown. This incident and many others have occurred while the nurses were administering chemotherapy. The lot number is not available due to the chemotherapy being made and spiked (tubing) via the pharmacy department." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b((4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.